Manufacturer narrative:
Siemens' investigation has concluded that the CT system did not cause the reported adverse event nor did it contribute to it. Per discussion with the physicians that were present during this incident, the death of the patient was an unavoidable event, which was caused by the severity of the injuries the patient sustained in the traffic accident. The product malfunction was not a systemic product issue, no design problem was identified and this product malfunction is classified as a single case. The root cause of this issue was due to a malfunction of a position encoder which was not properly adjusted by the service engineer after a service case. The service instruction for encoder adjustment was sufficient. The CT system was brought to normal working condition after the position encoder was re-adjusted by the cse at the customer site. The correction was completed on (B)(6) 2015 and the CT system is back in operation without further problems. Considering this, no further corrective action is initiated as this was an isolated incident. (B)(6).

Event description:
According to the reporter there was a system malfunction that occurred in preparation for a CT exam of a poly trauma patient in the emergency room. The gantry moved past the 0 position that was commanded for the test and ran into the bumper. The CT scanner was unable to be used after this occurred. The patient was moved and scanned on another CT scanner approximately one hour later. It was reported that on (B)(6) 2015 the patient later died during surgery due to injuries sustained in a traffic accident. However, the death was not related to the CT exam. This reported incident occurred in (B)(6). Siemens was notified on (B)(6) 2015.